Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant, energy delivery in the "control cut" setting would stop soon after it was activated, and this pattern persisted throughout operation in this mode. The physician switched to the "cut" mode to circumvent this problem, but could not get the "smooth" cut he desired with this setting. This resulted in bleeding, which was reported to resolve on its own, and the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant, energy delivery in the "control cut" setting would stop soon after it was activated, and this pattern persisted throughout operation in this mode. The physician switched to the "cut" mode to circumvent this problem, but could not get the "smooth" cut he desired with this setting. This resulted in bleeding, which was reported to resolve on its own, and the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found many decals and scratches present on the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of intermittent output; the complaint was not confirmed. The investigation found neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.